Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 450 mg/dl. The patient initially reported that their personal diabetes manager (pdm) was stuck in boot mode and were unable to activate a new pod to control her bgs. The patient also stated that she was discharged on (B)(6) 2025. The patient did not want to provided further information on the alleged medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room (ER) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.